Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the emergency room, the device was found to be in backup-vvi. The device remains implanted and will continue to be monitored. Patient was discharged.